Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that discharge timeframe setting on the server for stations was low. A technical support specialist (tss) identified that patients were being auto discharged due to current unit settings and recommended increasing the discharge timeframe to keep patients active longer. The customer confirmed the change would resolve the issue moving forward. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, reported that multiple patients were not appearing across several stations, preventing nursing staff from accessing patient records. However, there were no delay in patient care and no adverse events or injuries reported based on this event.